Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as confirmation was received stating the event would not contribute to a serious injury or future intervention.

Event description:
It was reported patient underwent revision of a total knee arthroplasty of competitor product on (B)(6) 2014. During the procedure, when putting the implants together, the lug screws would not tighten onto the adaptor screw of both the femur and tibia adaptors. Subsequently, the procedure was completed with the product remaining implanted without tightening the lug screws.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08077 / 1825034-2014-08077).